Event description:
Baxter (B)(4) received a report that an infusor leaked during patient use at the hospital. The device was filled with a solution of fentanyl citrate, remifentanil hydrochloride, and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit showed no obvious sign of abnormality that could have caused the leakage. However, during functional testing, a leak was observed at the solvent-bonded junction of the tubing and the microbore. Therefore, the reported condition was confirmed. Based on the evaluation, the cause of this condition was due to lack of solvent at the junction of the tubing and the t-connector assembly. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Baxter will continue to monitor similar reports to determine if further actions are required. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.